Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. The cause of the reported alarm was determined to be a loose connection between a supply line and cassette line. The cause of the loose connection could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a home choice (hc) device during dwell one of five. The home patient (hp) was connected. The care giver (cg) stated that the first supply bag was loosely connected. The technical service representative (tsr) instructed the cg to cycle power and set up with all new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.